Event description:
It was reported that, during an unknown arthroscopy, the lens integrated system on-button was flickering; then, the source blacked-out. There was a sporadic loss of visualization. A back-up device was available to complete the procedure without any delay. The patient did not suffer any adverse consequence.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the product and no physical damage was observed. The device passed all functional testing and 4 hour burn-in inside of a test tower. All video outputs and functions performed as expected. All buttons on the front bezel were fully functional. The complaint of a live video malfunction was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.